Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2015-20079. It was reported the patient experienced pain at the scs ipg and the scs lead implant site. Also, the patient did not use her system for about 2 years. Surgical intervention will be taken at a later date to address the issue . The patient received two leads with the same lot number.